Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. Review of the log file provided by the account confirmed transient elevations in pump power and flow, as well as an upward trend in pulsatility index (pi); however, a specific cause for these findings could not be conclusively determined. Furthermore, a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log file contained data from 17:42:49 on (B)(6) 2021 through 13:41:09 on (B)(6) 2021, per the timestamps. Transient elevations in pump power and flow were observed between (B)(6)2021 and (B)(6) 2021. These elevations ranged from 7.6-9.9 watts and 8.1-12.0 lpm, respectively, and some of the events appeared to be associated with pi events. An overall downward trend in pump power and flow and an upward trend in pi were observed over the course of the file. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The account reported that the patient was experiencing higher pulsatility index (pi) values in the setting of a mean arterial pressure (map) of 80. Pump thrombosis was suspected as the patient¿s lactate dehydrogenase (ldh) had spiked to 1200 and the patient had recently suffered an ischemic stroke. A computed tomography (CT) scan and echocardiogram (echo) were done, as well as lactate dehydrogenase (ldh) and plasma free hemoglobin (hgb) tests; however, thrombus was not able to be confirmed. There were no changes to the patient¿s condition or anticoagulation status that would have contributed to the events. The pi events reportedly did not resolve. Additionally, due to the patient¿s stroke, the possibility for a pump exchange was postponed per neurology. The patient was reportedly stable at home. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2021, when the patient ultimately received a pump exchange. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke and device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters including pump power and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. In reference to pulsatility index, section 1 and section 4 of the IFU, ¿system monitor¿, state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Sections 1 and 4 of the IFU also state that during a suction event or if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 4 further states, ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. The relevant sections of the device history records for(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the was experiencing higher pulsatility index (pis) in the setting of a mean arterial pressure (map) of 80. There was suspicion for pump thrombus as lactate dehydrogenase (ldh) spiked to 1200 and the patient had an ischemic stroke. The patient had a computed tomography (CT) scan, echo, ldh taken and plasma free hemoglobin. The patient was stable at home.